Event description:
Rn hung camptosar and plum pump alarmed proximal occlusion as soon as started. Infusion paused and new primary tubing placed. Manufacturer response for primary plum set, ICU medical (per site reporter).